Manufacturer narrative:
The returned screw was examined under magnification. The screw had the 5 bottom threads broken off. This may have been caused by the single overload event that caused the plate to break. Additional mdrs associated with this event: 3025141-2016-00243: plate. 3025141-2016-00244: screw 1. 3025141-2016-00245: screw 2. 3025141-2016-00246: screw 3. 3025141-2016-00248: screw 5. 3025141-2016-00249: screw 6. 3025141-2016-00250: screw 7. 3025141-2016-00251: screw 8.

Event description:
An implanted clavicle plate broke at some point post operatively. The plate and screws were explanted.